Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited rotation difficulties. The atrial lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.